Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us reported discrepant results when testing with the cobas sars-cov-2 for use on the 6800/8800 systems. The customer alleged unexpected positive results for 6 patient samples when tested with batch g11392. All 6 samples were repeated and generated negative results with similar ic CT values to original result values. It was noted that the customer stated the patients were believed to be negative, and negative results were reported to the health care provider (hcp). No further details regarding the patients was provided. No harm or injury was indicated. Samples were collected in 3ml of yocon-uvt and then transferred to secondary tubes. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800/8800 system for the detection of the 2019 novel coronavirus(sars-cov-2) rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt),bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications.